Manufacturer narrative:
Device not returned for evaluation as it is still implanted in patient. If additional information is received it will be reported on a supplemental report. Still implanted in the patient.

Event description:
Plate was used to fixate a mandible osteotomy. At some point after the surgery, the plate broke.